Manufacturer narrative:
The pump had a button error alarm and no button response due to the corroded keypad traces. The pump was received with a minor scratched display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 52 mg/dl at the time of the incident. Customer drove home from vacation prior to receiving the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.